Event description:
It was reported that during a da vinci si nephrectomy procedure, the surgical staff noticed that the maryland bipolar forceps instrument had a broken cable. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the issue of a broken cable. The instrument was found to have one frayed grip open cable at the distal idler pulley. Frayed strands were observed to be sticking out at the instrument's wrist. The other cables of the instrument's wrist did not exhibit any damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported broken hook tip and main tube scratch issues if to recur could cause or contribute to an adverse event.